Manufacturer narrative:
Internal complaint reference: case-(B)(4).

Event description:
It was reported that, during a cuff repair, 3 acromionizer blades were making contact against the sheath. There was little metal powder peeled off, which was removed by suction. The procedure was completed with a s+n back up device. A delay of more than 30 minutes was reported. No patient injury or other complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4). H10 h3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A clinical review states that based on the limited documentation provided, no clinical factors have been identified which would have contributed to the reported event and the ¿little metal powder peel off¿ which was reportedly, ¿all remove by suction¿. The patient impact included the use of another lot of blades to complete the procedure and associated surgical delay of 31-60 minutes. Please refer to the instructions for use for precautions and warnings related to the use of the device. No containment or corrective actions are recommended at this time.